Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual inspection was performed on the returned device. The difficulties were unable to be confirmed as the stent had already been deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It was reported that the vessel diameter was 6mm. The supera instruction for use lists for a reference vessel diameter of 6mm, the stent diameter should be 6.0mm -6.5mm. Based on the reported information, it does not appear that using the undersized stent contributed to the difficulties. The investigation determined that the reported difficulties were related to case circumstances. It is likely that the delivery system was advanced forward during deployment causing the reported invagination of the stent and resulting in stent shortening. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly tortuous, heavily calcified, 95% stenosed mid to proximal right superficial femoral artery. The vessel was prepared with an unspecified 6x200mm balloon catheter at 14 atmospheres for two minutes, and a 6frx45cm non-abbott sheath was used. A 5.5x120 supera self-expanding stent system (sess) was advanced to the target lesion and deployed per the instructions for use; however, difficulty deploying the stent was noted. The stent partially deployed and due to invagination shortened after being fully deployed. The delivery system was removed under fluoroscopy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.